Event description:
It was reported that during central processing, the fenestrated bipolar forcep's tip broke off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the missing piece was not located. It was present when the instrument was placed in the automatic washer following the procedure but was no longer there when the washer cycle completed.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue..